Manufacturer narrative:
A specific root cause could not be determined. Calibration and qc associated with the event do not indicate an issue. Assay performance checks were within specification. Based upon the information provided, a possible cause of this issue is the customer is using a sample centrifugation speed that is too high and a sample centrifugation time that is too short. No adverse events were reported.

Event description:
The user received a questionable troponin t stat generation 4 (tnt) result for one patient sample. All results are in ng/ml. The initial result from an aliquot of the sample was 0.037 with a data flag. The original sample was then tested twice and the result was <0.010 with a data flag each time. The aliquot was then retested and the result was <0.010 with a data flag. The patient was not affected as the erroneous result was not released outside the laboratory. The tnt reagent lot number was 15989402. It was noted the user was centrifuging the samples in a stat centrifuge for two minutes at 8000 rmp which was outside the tube manufacturer's recommendations. Upon further inspection of the affected sample, the user detected red blood cells in the bottom of the tube where they had settled out as well as some fibrin. The field service representative could not find a cause. To verify the analyzer operation, he ran performance testing which was within specifications. He noted everything with the mechanics and electronics of the cobas e411 was within specification. The user ran quality control with results within the limits.